Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the end of a routine hemodialysis treatment, the cycler was mistakenly powered off without performing rinseback of the patient's blood, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to the operator mistakenly turning the cycler power off and then not performing rinseback in a timely manner. The user's guide instructs not to return blood if blood flow stops for an extended time. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.